Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic vaginal hysterectomy, the jaws of the device would not reopen while applied to patient tissue. To remove the device from the tissue, the surgeon first tried other methods, which resulted in oozing/minor bleeding, so the surgeon then sealed and resected the tissue directly adjacent to the jaws of the device. There was no injury to the patient, and another device was used to continue the procedure.